Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an oxygen not available alarm occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) performed troubleshooting with the customer. The rse and customer discovered that there was pressure built up in the manifold. The customer bled the line or released air, and the pressure went away. The o2 began to read. The customer will perform performance verification testing (pvt) to verify that the device is functioning properly before returning it to use.